Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the pacemaker triggered elective replacement indicator (eri); however, there was no battery voltage or lead data available and only a longevity estimate was able to be obtained. It was noted that a device interrogation one year prior to the device check indicated the pacemaker had an expected battery longevity of ten years remaining, therefore, it was determined the pacemaker had exhibited an eri lock-up, which inappropriately triggered eri. It was also added the right ventricular (rv) lead pacing impedance showed a "dip down" before the eri was triggered, but the rv lead was retested and within range impedance measurements were observed. At this time, the pacemaker and rv lead remain in use. No patient complications have been reported as a result of this event.